Manufacturer narrative:
(B)(4). Additional information: it was determined by quality engineering that the reported problem of a damaged battery was a result of user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. The main batteries and battery harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump malfunction with a damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of the location of this event. The facility reported that there was no patient/user involvement, injury, medical intervention or adverse reaction in association with this event. The user interface module master software version for this device is 5.09.90. No additional information is available.